Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. Extensive functional testing was performed and the reported problem could not be replicated or confirmed. The digital board was replaced as a precaution. Inspection and evaluation of the digital board found no issues. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.